Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
Customer reported and returned a device for repair/under warranty. During service technician found the gear, broken/torn off; bearings exploded and blocked turbine. This is report 1 of 1 for complaint #(B)(4).

Event description:
Customer reported and returned a device for repair/under warranty. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device came in for service and was repaired by technician. No further information is available. Placeholder.